Event description:
The account alleged the nurse could not set the bed exit alarm. No pt impact.

Manufacturer narrative:
The account zeroed the scale with a pt on the bed, user error. The account zeroed the bed with no pt on it to resolve the issue.